Event description:
The customer stated that she was hospitalized twice for low blood glucose. No blood glucose reading was reported for either event. Troubleshooting was performed and the insulin pump was programmed correctly. The displacement test was performed, but the insulin pump alarmed no delivery. The test was performed again with a different infusion set and the insulin pump continued to alarm no delivery. Advised the customer that the insulin pump would be replaced.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.